Event description:
Patient presented to emergency department following ICD shock from cardiac resynchronization therapy defibrillator (crt-d). Interrogation of device demonstrated oversensing of t waves during sinus tachycardia episodes. This was the second event in a three day period. Device was reprogrammed again.